Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record could not be performed as the lot number was not provided. The reported patient effects of angina are listed in the xience xpedition, eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2018, the patient was re-hospitalized with intermittent anterior cardiac pain. Drug treatment was given to the patient. On (B)(6) 2018, coronary angiography showed complete occlusion of the proximal end of the right coronary artery and 95% restenosis of the proximal stent of the circumflex (cx) branch. A 2.75 x 28 mm xience xpedition stent was implanted in the proximal cx branch. The patient was getting better and was discharged on (B)(6) 2018. The physician stated this event was not related to the devices. On (B)(6) 2018, the patient was -re-hospitalized with dizziness and weakness of the lower limbs. Drug treatment was given to the patient. The patient was admitted to the hospital with cerebral infarction through outpatient service and was given medication after admission. The patient was feeling better and was discharged on (B)(6) 2018. Per the physician this event is not related to the devices. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the proximal and mid left anterior descending artery (lad), and a narrow lesion in the proximal marginal artery. On (B)(6) 2014, the patient was hospitalized with intermittent chest pain, "chess" distress and shortness of breath. On (B)(6) 2014, angiography and percutaneous coronary intervention was performed. A 3.0 x 28 mm xience xpedion stent was implanted in the proximal and mid lad, and 2.5 x 23mm xience xpedition stent was implanted in the proximal marginal artery. The patient recovered and was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized with intermittent anterior cardiac discomfort, the patient was given medication and started to feel better. The patient was discharged on (B)(6) 2015. Per the physician, the relationship between the event and the devices cannot be determined. On (B)(6) 2017, the patient was re-hospitalized with a headache and an inactive left lower limb. The patient was admitted to the hospital with cerebral infarction through outpatient service and was given drug treatment after admission. The patient felt better and was discharged on (B)(6) 2017. Per the physician, this event was not related to the devices.